Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope. [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water leakage) was not confirmed. In addition to the adhesive around the objective lens being peeled, additional evaluation findings were as follows: the venting connector of the light guide connector was deformed, and the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, there was air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.